Event description:
Attorney alleges "on or about (B)(6), 2008, (patient) experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead, model 6949" and as a direct result of the lead, "sustained and will continue to sustain severe physical injuries, and/or death, severe emotional distress, mental anguish, economic losses and other damages." Review of manufacturer's database verified patient death and also that the patient did not have the sprint fidelis lead model in use at the time of death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received. It had previously been reported that the "rv coil went out of range > 200 ohms. Patient did not receive any shocks." The lead was replaced.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.